Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product's cuff was tested with a syringe. Inflation and deflation of the pilot valve and the cuff were unsmooth.